Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose level displayed as "high" on the continuous glucose monitor. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.